Event description:
It was reported that bd maxzero pressure rated extension set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that spin collar around the extension set is coming undone from the IV and causing leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
One sample model mz5310 was returned for investigation from a related complaint. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and pressurized. No disconnection or leakage was observed. The customer complaint was unable to be replicated.